Event description:
It was reported that the user started on the ilet and experienced difficulty making a meal announcement, remaining on the history graph screen and not accessing the main screen with the meal icon; customer care provided navigation guidance and education on how to announce meals to prevent missed announcements. Symptoms included hyperglycemia with a highest reported blood glucose of 270 mg/dl and levels above range for about two hours, without ketone testing, back-up therapy, professional intervention, or acute health effects. Outcomes included transient elevated blood glucose with no reported injury, hospitalization, or medical treatment. Investigation included remote troubleshooting, user education on device navigation and the meal announcement process, and confirmation of device alerts and alarms not occurring. Investigation of this case revealed user interaction difficulty leading to a missed meal announcement; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.